Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ampoule of the cement in question had broken when it was opened. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that on (B)(6) 2023. The product in question was used for an unknown surgery. In the surgery, it was found, that the ampoule of the cement in question had broken, when it was opened. The surgery was completed successfully without any surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned item found, the ampule and tyveck seal opened and damaged. The outside packaging was not returned. The reported complaint condition was confirmed. The potential cause of the complaint condition cannot be stablished with the information evidence provided. However, once the product leaves depuy synthes control, it is unknown, what environment conditions the packaged products are exposed to ,during that time. Therefore, the suspected cause is traced to transport/storage outside of depuy synthes control. A dimensional inspection was not performed, since it was not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the vmp endurance 80g would contribute to the complained device issue. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system, found an nc associated with this product code/lot code combination. However, nc found is for labeling issue unrelated to the reported complaint condition. Based on the inability to find any nc¿s against the provided product code/lot code combination related issue. It is reasonable to conclude, that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.